Event description:
It was reported that a tandem mobi cartridge alarm occurred, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying a value of "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, informing them that the insulin on board would be affected. The bolus was completed successfully, and the customer was able to reload the original cartridge and resume insulin therapy. No assistance from a third party was needed, and the issue was resolved. There was no previous report of similar alarms with this pump.